Event description:
During by-pass surgery, perfusionist noted blood laking out of gas phase of oxygenator. Surgeon was notified. Blood/gas exchange remained adequate with normal abg's during surgery. Total blood volume lost from leak was 125cc.patient had no untoward effects.